Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving a dose of 5mg/day at a concentration of 15mg/ml of morphine via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported a critical alarm was heard by the patient two days ago ((B)(6) 2016) and the patient experienced withdrawals and severe pain. The logs showed that multiple resets, low battery resets and safe states occurred, believed by hcp to be attributed to the pump&#62688;age. This was reported as a sudden change in therapy. Attempted interventions include: setting pump to minimal flow rate and oral medication supplementation. Hcp discussed replacing pump with patient. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Conclusion code is for the pump and conclusion code is for the catheter.

Event description:
Additional information was received on (B)(6) 2017 from a consumer and it was reported that in (B)(6) 2016 the pump stopped, the catheter was kinked, and the alarm went off. The patient went through ¿horrible withdrawals¿ which had come on suddenly. The medication on the last refill slip dated (B)(6) 2016 was morphine (15 mg/ml at 4.992 mg/day).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Updated to incorporate the information received on 2017-feb-27. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-feb-24 from the patient¿s healthcare provider (hcp). The hcp reported that the patient was seen in their office on (B)(6) 2016 at 0.092 g/day of morphine with an eri of 19 months. A new catheter and pump were placed on (B)(6) 2016 as an intervention for the kinked catheter, which resolved the issue. However the cause of the kinked catheter was unknown.

Event description:
Additional information was received from a consumer. It was reported that the pump removed and a new pump was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.